Event description:
In 2004, a radiological technologist was injured using a kodak directview dr7100 system. The technologist attempted to move the radiologic table bucky (a component of the system) when the bucky jammed. After the bucky jammed, the technologist continued to use force to move the bucky and injured their shoulder.